Event description:
It was reported that pump displayed malfunction alarm code 12 and customer contacted support for assistance, with no notable events occurring before the alarm. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from Technical Support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction alarm occurred again.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.